Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
A4: patient's weight is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which ipg was explanted and replaced. Therapy was restored post-op.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Next course of action is undetermined at this time.

Manufacturer narrative:
Date of event is estimated.